Manufacturer narrative:
The subject scope was connected to an in-house benchtop test fixture. No led was observed. A closer inspection of the scope handle, shaft, cable, and connector observed a small kink 57mm from the scope tip. The borescope inspection confirmed a correlating kink in the inner diameter as well.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health inc., or its employees that the report constitutes an admission that the product, auris health inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the monarch bronchoscopy procedure while navigating to very difficult to reach target (sharp turn), video from the scope was lost. It came back in a moment but the physician decided to switch to ebus. Physician was not able to reach the target with ebus either so the case was aborted. There was no report of an adverse event due to system issues.